Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the pump was found to be unresponsive due to moisture; there was no audible tone, no vibration, and no display screen. There was no battery cap returned with the pump; a test battery cap was used for testing. The pump battery compartment was observed to be cracked at the threads and moisture was observed inside the battery compartment. The test battery cap was inserted and was able to fully tighten to the pump. A leak test was performed and the pump was found to be leaking from the crack in the battery compartment. The pump was opened and no additional moisture or damage were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had no power. The reporter indicated that moisture was noted in the pump battery compartment however, there was no physical damage noted to the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.